Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty where the patients right subclavian vein takes sharp turn toward superior vena cava (svc). After several attempts to maneuver the lead into the svc, it was noted on fluoroscopy that the defibrillation coil had ¿stretched¿ or ¿separated¿ somewhat at the proximal end, and physician requested a new lead and a long 9 french introducer was used to insert the new lead with no issues. No patient complications have been reported as a result of this event.